Manufacturer narrative:
Per tandem¿s user guide: ¿only humalog and novolog have been tested and found to be compatible for use in the pump.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the time and date were incorrect. The reported issue did not impact customer's blood glucose. Reportedly, customer declined troubleshooting and customer updated the time and date.